Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was believed that the patient may have had an infection and the catheter was removed. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine. It was later reported that a new catheter was implanted on (B)(6) 2014. The prior catheter had been removed prior to the (B)(6) 2014 re-implant date. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that risks prior to implant included autoimmune disorder and malnutrition/extremely thin. Perioperative antibiotics had been administered. A culture was obtained of the lumbar region and cerebrospinal fluid (csf) and no organisms were cultured. The patient was given oral antibiotics. It was determined that the patient did not have an infection or meningitis; it was a pseudomeningocele. The patient outcome was "no drug withdrawal."